Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed an infection at the ipg site. Symptom was oozing puss at the ipg site. The patient was prescribed antibiotics. The patient was doing well.

Manufacturer narrative:
Additional information was received that the infection did not sound like it was procedure related. It was mentioned that it looked normal after the patient got it checked originally.

Event description:
A report was received that the patient developed an infection at the ipg site. Symptom was oozing puss at the ipg site. The patient was prescribed antibiotics. The patient was doing well.